Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced distal limb ischemia with the 14 french oscar sheath. The peel away sheath was removed and the repo sheath was advanced into the arteriotomy. The impella cp was weaned and removed. After closure with perclose, there were no pulses noted in the lower extremity. An angiogram assessment of the left groin revealed a mobilized plaque occlusion. The left groin was wired and ballooned to re-establish flow to the left foot.